Event description:
It was reported to boston scientific corp that a button replacement gastrostomy device was placed during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2009. According to the complainant, post procedure, the connector used for nutrition on the straight adaptor became separated. The procedure was completed during another device (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).